Event description:
It was reported "45cm wires had distinctive kinks where the straight wire meets the soft tip." This was found prior to use. There was no patient involvement. Associated MDR numbers include: 9680794-2025-00646 and 3006425876-2025-00750.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and the product lidstock for evaluation. The guide wire advancer tubing was not returned. No obvious signs of use were observed. No defects or anomalies were observed on the guide wire. The length of the guide wire measured 45.0 cm, which is within the specification limits of 43.75-46.25 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.018", which is within the specification limits of 0.0160"-0.0185" per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into introducer needle." The guide wire was advanced through a lab inventory 21ga introducer needle. The guide wire passed through with little to no resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user , "do not use if package is damaged." The report that the guide wire was kinked was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed on the returned guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "45cm wires had distinctive kinks where the straight wire meets the soft tip.". This was found prior to use. There was no patient involvement. Associated MDR numbers include: 9680794-2025-00646 and 9680794-2025-00632.